Event description:
One day post tavr procedure, the patient was taken back to the or, due to a clot in the right leg. A thrombectomy was performed on the tibia vessels. Immediately post tavr, a common femoral artery perforation was noted. A diacon patch was used to repair the vessel. The following day, the patient was taken to the or and a thrombectomy was performed for a clot in the right leg. Also at that time, a ¿gigantic¿ hematoma was found and evacuated on the non operative leg. Post thrombectomy, the patient went into hypovolemic shock secondary to blood loss and renal failure. Although there was some blood loss from the femoral perforation, it was believed that most of the blood loss was from the hematoma on the non access site. Over the next 3-4 days the patient¿s health continued to decline and she was found to have thrombocytopenia. The patient expired as a result of thrombocytopenia, hypovolemia, and renal failure.

Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove clot. In this case, the exact cause of the clot cannot be determined. However the small dissection in the distal portion of the common iliac artery reported in MDR # 2015691-2014-02115, in addition to the procedure itself, may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.